Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the bolus button was found to be unresponsive. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the bolus button was found to be unresponsive. The bolus button cover was removed and the button contact was found to be missing. (B)(6).